Manufacturer narrative:
Analysis found that a complete lead was returned in two pieces: the connector portion measured 7.2 cm while the distal portion measured 45.6 cm. External abrasion breaching the outer insulation and exposing the outer coil was found at 41.4 ¿ 41.5 cm from the distal tip consistent with friction to device can. The cause of the noise and oversensing were due to the external insulation abrasion.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the right ventricular lead exhibited noise over-sensing. The lead was explanted and replaced on (B)(6) 2020. The patient was in stable condition.